Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the investigation was completed on 03/18/2014. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant crea result on a patient. There was no patient information available at the time of this report. Date: (B)(6) 2014; time: 1836; result: 3.9; sample: a. (B)(6) 2014; 1836; 0.8; a. (B)(6) 2014; 1834; 0.8; a. (B)(6) 2014; 1912; 0.8; b. Sample draw times are unknown. There were no injuries reported with this event.